Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump's screen was blank but the pump had audible function on battery insertion. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved after troubleshooting.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with a blank screen, with audible beeps ad vibration. After several minutes, the display is still black but the pump is vibrating with an audible tone. A review of the alarm history and black shows several call service alarms occurring on the reported event date of (B)(6) 2012. Investigators were unable to load software to the pump: an "error in loading mcu" was given. The pump was opened for additional investigation and a single component failure was observed.